Manufacturer narrative:
(B)(4). The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to implant a cardiomems sensor device in the pulmonary artery (pa) using a steelcore 18 guide wire. The sensor was delivered to the left pa but during release, the sensor moved and did not detach from the delivery catheter. The procedure was significantly longer than anticipated and the patient complained of vagal discomfort which was treated with medication. Finally, the delivery catheter could be removed; however, the sensor was stuck on the steelcore guidewire. Another pulmonary artery catheter was advanced and released the sensor from the steelcore guidewire. It was noted that the sensor was stuck on the guidewire due to manipulation and as a result the tip of the guidewire appeared like a pig tail. Patient was reported to be doing well post procedure. No additional information was provided.

Manufacturer narrative:
Medical device problem code 2017: failure to follow steps. The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. It should be noted that the instructions for use, hi-torque guide wires, ce/FDA states: all hi-torque guide wires are intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty (ptca) and percutaneous transluminal angioplasty (pta). Additionally, the warnings section states: torqueing a guide wire against resistance may cause guide wire damage and / or guide wire tip separation. Always advance or withdraw the guide wire slowly. Never push, auger, withdraw or torque a guide wire, which meets resistance. Resistance may be felt and / or observed under fluoroscopy by noting any buckling of the guide wire tip. If guide wire tip prolapse is observed or used for positioning, do not allow the tip to remain in a prolapsed condition; otherwise, damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If the guide wire tip becomes entrapped within the vasculature, do not torque the guide wire. In this case, use error of the steelcore gw with a sensor device in the pulmonary artery do appear to have caused or contributed to the reported complaint. It is likely that the guide wire was not compatible with the sensor device and anatomy causing resistance. The physician¿s technique during advancement through the sensor device likely caused coil damage and the devices became stuck together. The investigation determined the reported entrapment of the device, material deformation and patient treatment appears to be related to user error. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.